Event description:
The lay user/pt contacted lifescan alleging that she forgot how to turn on the meter to test. The pt reportedly had symptoms of "low" blood glucose symptoms before the reported issue began but did not receive any form of medication intervention. The product did not cause or contribute to an adverse event since the symptoms started before the reported issue and the pt did not receive any medical intervention as a result of the reported issue. However, the complaint is being reported because the reported issue was not resolved based on the customer care advocate documentation.